Event description:
It was reported that particulate matter (pm) was observed within eighteen (18) large volume infusors. The pm was further described as ¿particles¿ while filling the devices. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date ¿ these events occurred from 23-may-2022 to 7-jun 2022 the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the device was manufactured from march 23, 2022 - march 30, 2022. H10: eighteen (18) devices were received for evaluation. A visual inspection was performed, and it was noted that five returned units and were found to have white particles floating freely in the fluid of the device. No evidence of particulate matter was found in the remaining thirteen units. The floating particles were subsequently removed from the bladder of the units for measurement and material identification. The white particles were found to be between 0.06 to 0.30 square mm in size. The black particle was found to be 0.10 square mm in size. The white particles were identified to be acrylic material and the black particle was identified to be nylon material via ftir test. Acrylic is the material of the plastic stressmember which is located inside the bladder. Therefore, acrylic shavings are not foreign or unknown particles. Tiny shavings from the plastic stressmember may have become loose and got stuck onto the stressmember body during manufacturing. The source of the black nylon particle could not be determined. The reported condition was verified for the five returned samples. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.